Event description:
(B)(4). Event took place in (B)(6) and has been reported to national hlth authorities (B)(4). Summary of user's narrative from initial report: "upon removal of the stylet, the helical coil proximally came out. The catheter had to be replaced by second puncture. This happened with 2 pts."

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files did neither indicate recorded qual problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.